Manufacturer narrative:
Investigation is ongoing. Final follow-up will be filed when completed.

Event description:
The customer raised concerns about elevated inr results for a patient on anticoagulant therapy. Cross-checks at other centers using acl elite pro showed similar high inr values (~4.8-5.0), while other systems (stago and sysmex) showed lower values (~3.8-3.9), creating a ~25% discrepancy. The physician highlighted that a dosage adjustment based on acl results led to a stroke in the patient, raising concerns about the accuracy and reliability of the acl elite pro system's inr reporting.

Manufacturer narrative:
A complaint was submitted on hemosil recombiplastin 2g (20ml) lot n1136673 when in use on the acl elite pro serial number (B)(6). The customer stated a concern regarding the pt result of a patient undergoing anticoagulant therapy following a mitral valve replacement. The physician advised cross-checking the sample using two different systems. Accordingly, the sample was tested at: · (B)(6) (acl elite pro) - inr: 4.8. · dr. (B)(6) (acl elite pro) - inr: 5.0. · (B)(6) hospital (stago compact max3)- inr: 3.8. · (B)(6) hospital (sysmex cs 1600)- inr: 3.9. The investigation revealed that the customer is using biorad controls, not werfen. Screenshots from the acl elite pro and package inserts were submitted for the investigation. A review of the package insert for hemosil recombiplastin 2g lot n1136673 lists the isi as 1.04 for the acl elite/elite pro. Evidence was provided for one level of control, which was run and found to be within the acceptance range. A second control was not provided. A review of the submitted biorad lyphochek coagulation control levels 1,2 and 3 lot 84760 lists the acceptable range for prothrombin time (isi<=1.4) using il hemosil recombiplastin 2g: level 1 9.43-14.2 seconds and 0.822-1.23 inr. Level 2 26.0-39.0 seconds and 2.31-3.47 inr. Level 3 34.8-52.2 seconds and 3.12-4.67 inr. A review of the submitted screenshot of the r-pt test set up shows the use of 11.80 as the mnpt reference value. A review of the submitted acl elite pro daily qc report material: normal u for test r-pt had result 11.5 seconds on (B)(6) 2025 09:28, no flag was generated. Also, material: normal u for test apttsys had result 32.4 seconds on (B)(6) 2025 09:28, no flag was generated. A review of the submitted liquid setup report shows the liquid ID is recombpt, extended name: recombiplastin lot n1136673. Isi value min is 0.70 and the isi value max is 1.20. The r-pt value/isi is 1.040. Werfen does not test other manufacturer reagents, quality control, or other consumables to ascertain their suitability for the acl top methodology or their level of performance on the acl top instruments. The use of non-werfen brand reagents or supplies for testing may cause a clinically significant degradation of performance and results. Based on the review of the data submitted we were unable to determine the root cause of the reported unacceptable performance for pt. No remedial action required.